Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure on (B)(6) 2025. During the procedure and after placing the device in the correct position on the scope and positioning the scope properly inside the body, the bands were not released correctly. After releasing the first two bands, the alert band had been stretched and prevented releasing another band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of failure to deploy. Device evaluation summary: the speedband superview super 7 was not returned for analysis. The customer provided a picture of the ligator housing with the bands undeployed (five bands in it) and one band underneath the other bands. The reported event of bands failure to deploy is confirmed. However, the most probable cause of the reported issue cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure on (B)(6) 2025. During the procedure and after placing the device in the correct position on the scope and positioning the scope properly inside the body, the bands were not released correctly. After releasing the first two bands, the alert band had been stretched and prevented releasing another band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.